Event description:
It was reported that the patient said that he has been having a great deal of pain in his lower extremities, beginning 2 days ago. The patient mentioned that he recently had his batteries replaced. It was later reported that the physician's office was contacted and the patient has turned off his device which had alleviated the pain. He will be reprogrammed at a future date. It was later reported that the patient called back to let us know it was off and not activated due to the pain. He doesn¿t want to remove it as that requires surgery. He went for a walk with his dog and blacked out and ended up in the hospital. This was about a month ago. They ran a bunch of tests and couldn¿t figure out what was the cause. Caller states he was diabetic and they thought maybe he had a blood sugar drop. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v335182, implanted: (B)(6) 2009, product type: lead. (B)(4).